Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil still attached. The evaluation could not determine the cause of the event; however, there was a bend in the pusher assembly at approximately 136cm from the proximal end that may have contributed to the reported event. The implant coil detached successfully when the release wire was pulled distal to the bend in the pusher assembly. (B)(4).

Event description:
On (B)(6) 2013, the patient underwent coiling embolization treatment. During the procedure, it was reported that the implant coil could not be detached with the instant detacher. An attempt was made to detach the coil using the manual method (an alternative detachment method presented in the instructions for use), but without success. The coil was removed from the patient. No patient injury was reported as a result of the procedure.